Event description:
Case reference number: (B)(4) is a spontaneous report sent on 03-aug-2024 by a physician concerning a 51-year-old female patient. The patient was not pregnant. The patient reported no known allergies. Approximately ten years prior to this report, the patient had received treatment with an unspecified ha filler, which resulted in abscess formation. Since then, the patient had undergone multiple injections with unspecified products without any adverse events. A few months before the sculptra treatment, the patient was injected with belotero balance extern. On (B)(6) 2024, the patient received treatment with 8 ml of sculptra (lot: 3j5282), 4 ml to each side of the cheeks using a 22g cannula for skin improvement (unknown injection technique). The sculptra was reconstituted with 8 ml of ampuwa [water for injection] and 1 ml of lidocaine [lidocaine]. The sculptra was injected using 22g cannula (intentional device misuse). A few days after the treatment, on (B)(6) 2024, the patient observed a gradually increasing swelling (implant site swelling) and self-medicated with cefuroxime [cefuroxime] 500 (unknown unit) for 10 days, without noticing any improvement. From on (B)(6) 2024, the patient experienced severe abscess (implant site abscess) formation on the left cheek. On (B)(6) 2024, the patient contacted the treating physician and visited the practice for ultrasound diagnostics. On the same day, the abscess was punctured and rinsed. Additionally, the patient was prescribed with clarithromycin [clarithromycin] from on (B)(6) 2024 onwards. Under corrective treatment, the adverse events subsided. After 5 days, only mild swelling remained, with a continuous decrease in swelling observed. On (B)(6) 2024, the adverse events had fully resolved. According to the reporting physician, the intervention was required to prevent a permanent damage of tissue structure. The reporting physician assessed the causality between sculptra and the adverse events as possible. Outcome at the time of the report: abscess was recovered/resolved. Swelling was recovered/resolved. Sculptra was injected using 22g cannula was recovered/resolved. Tracking list: v.0 initial v.1 fu received on 30-aug-2024 from the same reporter: events (implant site swelling and intentional device misuse) added. Case upgraded to serious. Patient demographics, medical history, past filler treatments, suspect device implant date, volume, needle type, location, lot number, event onset date, severity, outcome, location, reporter causality, and corrective treatment details were updated. V.2 fu received on 16-sep-2024 from the same physician. Sculptra reconstitution details were provided. Brr received on 26-sep-2024.

Manufacturer narrative:
Company comment: the serious event of abscess at implant site and the non-serious event of swelling at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical interventions and the puncture of the abscess to prevent permanent damage. The potential root cause includes the injection procedure associated with inadequate aseptic technique. Sculptra was intentionally misused with regard to cannula use. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure and an inadequate aseptic technique. The reported lot number was valid and verified the reported product. To this date, this is the only medical complaint reported for this lot number. A batch record review was performed. No potential quality issues have been identified in the overall manufacturing process of the specified batch, nor in the raw materials used for its manufacture. The batch is manufactured and released according to galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Manufacturer narrative:
Company comment: the serious event of abscess at implant site and the non-serious event of swelling at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical interventions and the puncture of the abscess to prevent permanent damage. The potential root cause includes the injection procedure associated with inadequate aseptic technique. Sculptra was intentionally misused with regard to cannula use. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. To this date, this is the only medical complaint reported for this lot number. To rule out a non-conforming product, a batch record review will be performed. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2024 by a physician concerning a 51-year-old female patient. The patient was not pregnant. The patient reported no known allergies. Information regarding concomitant medications was not provided. Approximately ten years prior to this report, the patient had received treatment with an unspecified ha filler, which resulted in abscess formation. Since then, the patient had undergone multiple injections with unspecified products without any adverse events. A few months before the sculptra treatment, the patient was injected with belotero balance extern. On (B)(6) 2024, the patient received treatment with 8 ml of sculptra (lot 3j5282), 4 ml to each side of the cheeks using a 22g cannula for skin improvement (unknown injection technique). Sculptra was injected using 22g cannula (intentional device misuse). A few days after the treatment, in (B)(6) 2024, the patient observed a gradually increasing swelling (implant site swelling) and self-medicated with cefuroxime [cefuroxime] 500 (unknown unit) for 10 days, without noticing any improvement. From (B)(6) 2024, the patient experienced severe abscess (implant site abscess) formation on the left cheek. On (B)(6) 2024, the patient contacted the treating physician and visited the practice for ultrasound diagnostics. On the same day, the abscess was punctured and rinsed. Additionally, the patient was prescribed with clarithromycin [clarithromycin] from (B)(6) 2024 onwards. Under corrective treatment, the adverse events subsided. After 5 days, only mild swelling remained, with a continuous decrease in swelling observed. On 06-aug-2024, the adverse events had fully resolved. According to the reporting physician, the intervention was required to prevent a permanent damage of tissue structure. The reporting physician assessed the causality between sculptra and the adverse events as possible. Outcome at the time of the report: abscess was recovered/resolved. Swelling was recovered/resolved. Sculptra was injected using 22g cannula was recovered/resolved. Tracking list: v.0 initial v.1 fu received on (B)(6) 2024 from the same reporter: events (implant site swelling and intentional device misuse) added. Case upgraded to serious. Patient demographics, medical history, past filler treatments, suspect device implant date, volume, needle type, location, lot number, event onset date, severity, outcome, location, reporter causality, and corrective treatment details were updated. On 16-sep-2024, follow-up information was obtained from the reporting physician by e-mail to the (B)(6) department. The product sculptra was reconstituted with 8 ml of ampuwa (water for injection) and 1 ml lidocaine. The reporter did not provide information concerning the injection technique. No further information expected case was closed accordingly.